Manufacturer narrative:
(B)(4)

Event description:
It was reported that through merlin.net transmission, ventricular lead noise and decreased impedance were observed. Patient was asymptomatic. The pace/sense portion of the lead was capped and replaced. Tachy therapy was turned off. The patient is in hospice care and is doing fine.